Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by plastic and syringe sizer misalign recall. There was no reported patient involvement.

Event description:
It was reported that an 8120 pca was affected by plastic and syringe sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf code: b01 - testing of actual/suspected device omit: b21 - type of investigation not yet determined.